Event description:
Reportedly, on (B)(6), the device was interrogated; the pacing mode was reprogrammed to safer mode. At this point, telemetry errors occurred and upon re-interrogation, the device was found in standby mode. The re-initialization could not be accomplished indicating a failure in loading the patch. When interrogating again the device, communication errors occurred. Consequently, a reset procedure (to force the device to switch to standby mode, followed by a complete device re-initialization) was recommended. It was successfully performed; however, the same behavior was observed (communication errors and failure to download patch). Eval of the device replacement was therefore recommended.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.